Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, while deploying a valve during a tavr procedure, a dissection occurred resulting in a surgical avr. Due to no heart activity, the patient was placed on cardiopulmonary bypass , and transported to the cath lab for removal of the 14f expandable tavr sheath. Following sheath removal, the surgeon decided to deploy an 18f manta for closure in the right common femoral artery. The arteriotomy was greater than 8mm, deployment depth was unknown, and depth measurement was not performed. Prior to closure, the patient was on a heparin drip due to being on the bypass machine, activated clotting time (act) was 468. Following deployment, heavy bleeding was visible at the access site. The surgeon proceeded with a cut-down revealing the manta was deployed in the tissue tract, and the manta was explanted. Upon completion of sheath removal and closure, per the family's request, due to no heart activity, the bypass machine was withdrawn, resulting in the patient passing away. The reported death is likely due to the dissection created prior to the manta device deployment, requiring surgical avr, and the patient requiring a cardiopulmonary bypass machine due to no heart activity, therefore, is not manta related. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: patient had tavr case performed earlier in the day that resulted in an avr and patient being put on bypass. Patient unable to be removed from bypass - no heart activity, so patient brought to cath lab for tavr sheath removal. The surgeon called in for sheath removal and chose to try manta for removal. Sheath was removed and manta inserted and deployed. Heavy blood flow at groin post closure. Physician decided to perform cutdown post closure due to excessive bleeding after manta deployment. Additional information on 03apr2023: during deployment of the valve there was a dissection that resulted in a surgical aortic valve repair and the patient being put on bypass. The patient was on bypass with no heart activity present prior to manta closure and was still on bypass at the time of the surgical cutdown. The manta was deployed in the tissue tract and the device was explanted during the cutdown. During the tavr sheath removal, access was gained in the right common femoral artery. It is unknown if the vessel was calcified or tortuous, but vessel size was greater than 8mm. There was no depth measurement performed prior to large sheath insertion. The last act reported was 468 at 5pm and the patient was on a heparin infusion due to being on bypass. Protamine was not administered. No blood products were given. Estimated blood loss states 300ml. Upon completion of the sheath removal the discussion occurred with the family to remove the patient from the cardiopulmonary bypass machine. Time of death 19.53 and cause of death is stated as cardiac collapse in the physicians' notes.

Event description:
It was reported that: patient had tavr case performed earlier in the day that resulted in an avr and patient being put on bypass. Patient unable to be removed from bypass - no heart activity, so patient brought to cath lab for tavr sheath removal. The surgeon called in for sheath removal and chose to try manta for removal. Sheath was removed and manta inserted and deployed. Heavy blood flow at groin post closure. Physician decided to perform cutdown post closure due to excessive bleeding after manta deployment. Additional information on 03apr2023: during deployment of the valve there was a dissection that resulted in a surgical aortic valve repair and the patient being put on bypass. The patient was on bypass with no heart activity present prior to manta closure and was still on bypass at the time of the surgical cutdown. The manta was deployed in the tissue tract and the device was explanted during the cutdown. During the tavr sheath removal, access was gained in the right common femoral artery. It is unknown if the vessel was calcified or tortuous, but vessel size was greater than 8mm. There was no depth measurement performed prior to large sheath insertion. The last act reported was 468 at 5pm and the patient was on a heparin infusion due to being on bypass. Protamine was not administered. No blood products were given. Estimated blood loss states 300ml. Upon completion of the sheath removal the discussion occurred with the family to remove the patient from the cardiopulmonary bypass machine. Time of death 19.53 and cause of death is stated as cardiac collapse in the physicians' notes.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, while deploying a valve during a tavr procedure, a dissection occurred resulting in a surgical avr. Due to no heart activity, the patient was placed on cardiopulmonary bypass , and transported to the cath lab for removal of the 14f expandable tavr sheath. Following sheath removal, the surgeon decided to deploy an 18f manta for closure in the right common femoral artery. The arteriotomy was greater than 8mm, deployment depth was unknown, and depth measurement was not performed. Prior to closure, the patient was on a heparin drip due to being on the bypass machine, activated clotting time (act) was 468. Following deployment, heavy bleeding was visible at the access site. The surgeon proceeded with a cut-down revealing the manta was deployed in the tissue tract, and the manta was explanted. Upon completion of sheath removal and closure, per the family's request, due to no heart activity, the bypass machine was withdrawn, resulting in the patient's expiration. The reported death is likely due to the dissection created prior to the manta device deployment, requiring surgical avr, and the patient requiring a cardiopulmonary bypass machine due to no heart activity, therefore, is not manta related. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.